Manufacturer narrative:
510k: this report is for an unknown helical blade. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision procedure for a tfn-advanced proximal femoral nailing system (tfna) on (B)(6) 2017 due to a delayed non-union of a shaft fracture. There was no malfunction of the hardware. During the procedure, the surgeon attempted to thread on the tfna extractor, however, the extractor threads were damaged (stripped) in several attempts and would not thread onto the proximal aspect of the nail (captured in (B)(4)). No fragments were generated. Surgery was delayed thirty (30) minutes. Ultimately, a universal nail removal instrument was used to complete the extraction. All of the hardware (one (1) unknown nail, one (1) unknown blade, and two (2) unknown distal locking screws) were removed intact. The patient was revised to a long retrograde/antegrade femoral nail. No patient harm. The procedure was completed successfully. Patient outcome is stable. The patient was initially implanted with the hardware on an unknown date. This report is for one (1) unknown helical blade this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.